Event description:
Pt was in a steris (model # 3085sp) bed for surgery. Staff were increasing the bed height when there were sparks/smoke from the electrical wiring. The bed was unplugged. No pt harm occurred. The operating room surgical team had completed the time-out and were just getting ready to start the case (knee scope). The operating room bed was being raised to the desired height for the surgeon when the electrical short occurred. The faulty power cord is connected to the bed at the base of the head side. The crna was standing closest to this side of the bed when the short occurred disconnected the plug from the wall. Defective ac cable (defective wiring has stamped on the casing: northwire inc. (Ul) 16/3 sjt csa sjt ft2.) Was replaced with a new unit. Defective cord has been retained with the report writer.